Event description:
It was reported that the device was explanted after an implant duration of zero days. On 05/05/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair. Per the operative report of (B) (6) 2010: "the valve was sized to a 28 mm physio ii annuloplasty ring. This ring was therefore selected and brought into the field. The annular sutures were placed through the annuloplasty ring. The ring was seated and the sutures were tied. We interrogated the valve once more at this point and although the mitral regurgitation seemed to be significantly reduced, there appeared to be a still, at least moderate, regurgitation by our inspection and therefore we decided to convert to mitral valve replacement. The annuloplasty ring was therefore excised."

Manufacturer narrative:
(B) (4) = unsuccessful ring repair. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), the operative report was received on 05/05/2010. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.